Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 85% to 55% in less than an hour, after being connected to a power source. Subsequently, the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 150-180 units of insulin and the insulin gauge displayed a fill estimate of over 120 units, then decreased to over 60 units several minutes later. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported a blood glucose (bg) level of over 400 mg/dl with trace ketones. To address the bg level, the customer delivered a syringe bolus. Reportedly the customer has levemir and apidra as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.